Event description:
The customer reported there was no power at the workstation because the power cord needed to be repaired.

Manufacturer narrative:
The ge service rep repaired the power cord. The wires had been pulled away from the terminals on the power cord. He also replaced the cmos battery. The system operates as intended.